Manufacturer narrative:
On (B)(6) 2024 customer feedback false positive,contact the customer on the same day to provide more investigational information,but as of (B)(6) 2024, no reply from the customer. Customer believes test was a false positive,based on a new test purchased from amazon,it tested negative,unknown what brand test the new test purchased from amazon was. No information on a follow up pcr test was provided. No purchased information provided,unable to determine if the product used by the customer is an authentic product. No information about lot number was provided,unable to effectively verify and confirm customer feedback.

Event description:
This particular package was giving false positives.both my son & I tested positive. I ordered new tests from amazon that arrived in 2 hrs. And we were both negative. Original tests were not expired. False positive.